Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to clinic after receiving multiple inappropriate shocks. Far p-wave oversensing, a drop in r-waves, and loss of capture were observed. Dislodgement was observed via a chest x-ray. The device was programmed off. When the pocket was opened, the physician confirmed the dislodgement was due to twiddler's syndrome. When the helix was unable to be retracted, the lead was explanted and replaced. The patient was stable at the end of the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.